Event description:
Product surveillance contacted the caregiver (cg) regarding an unrelated issue. The cg stated that the home patient (hp) had been sick with peritonitis and was hospitalized twice within the past two weeks. Follow-up information received from global pharmacovigilance stated that according to the nurse, the hp was hospitalized from (B)(6) 2012. Peritoneal dialysis therapy was ongoing. The hp was constipated and was picking at scabs and that may have been the cause of the peritonitis but the rn is not sure. The hp was treated with cefazolin 1g, ip for 12 days. The rn stated that the hp had been readmitted to the hospital from (B)(6) 2012 for gastroenteritis. The hp was not retrained because the nurse has not seen the hp due to the hospitalization. The peritonitis was not related to the homechoice device, disposables or solutions, per the rn. The hp is reportedly recovering from the peritonitis.

Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis-no malfunction or use error is not confirmed because no samples were returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. Batch review results are acceptable. There were no deviations from standard procedure. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.